Manufacturer narrative:
The volume of the aliquot was 500 l. 500 l represents the described dead volume for the sarstedt 13x75 mm aliquot tubes that were used. This could indicate that the sample volume was too low which could influence the result. Additional information needed for investigation was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ca 15-3 ii assay results on one patient from a cobas 8000 e 602 module. The initial result was reported outside the laboratory. The physician requested the customer perform repeat testing on the patient¿s sample as the initial result did not fit the patient¿s previous values. On (B)(6) 2020, the patient¿s initial ca 15-3 result was 1.00 u/ml with a data flag. On (B)(6) 2020, the sample was repeated straight and the ca 15-3 result was 300.0 u/ml with a data flag. The customer performed a 1:10 dilution and the result was 720.3 u/ml. The ca 15-3 result of 720.3 u/ml was determined correct. Ca 15-3 reagent lot number used for patient testing was 403887 with an expiration date of 31-aug-2020.